Event description:
This is filed to report inability to open the clip it was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3. An xtw clip was inserted and unable to open when advanced into the left ventricle. Troubleshooting was performed, but the issue was unable to be resolved. It was noted the clip was attempted to open three times. Therefore, the clip was removed and replaced. A new xtw clip was successfully implanted, reducing mr to a grade of 1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
All available information was investigated, and the reported difficult to open or close (clip open inability - anatomy) could not be confirmed via return device analysis. Additionally, the l-lock tabs were observed to be twisted, scratched, and cracked. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and results of the analysis, a cause of the reported difficult to open or close could not be determined as the issue could not be identified in return analysis. The cause of the observed twisted, scratched and cracked l-lock tabs could not be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.